Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported when interrogating a wireless ICD (implantable cardioverter defibrillator, interrogation stopped and the programmer had to be rebooted. This happened two times in the same morning. The programmer remains in use. No patient complications have been reported as a result of this event.